Event description:
Consumer called to report widely varying readings when using their plink meter. Not sure what is correct. Analysis run on clark error grid using mean avg. Reading (59) as ref. Point vs bd reading (29,53,93) yielded some data points in the d range of the grid, outside acceptable limits.